Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer report no.:(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. It was determined that this failing part caused the false air in line alarms and has been replaced.